Event description:
It was reported that during a da vinci colon resection procedure, the blade of the endowrist one vessel sealer instrument fell off and into the patient and it was removed without any harm to the patient. On 10/21/2014, intuitive surgical, inc. Contacted the hospital's robotics coordinator (rc) who initially reported this complaint. According to the rc, the surgeon was devascularizing the patient's mesocolon, when the blade on the instrument broke off and fell into the patient. The blade was retrieved laparoscopically and no additional surgical procedures were required to retrieve the blade from the patient and the patient did not require any post-operative tests due to the blade breakage. According to the rc, the endowrist one vessel sealer instrument was inspected prior to use and there was no visible damage to the instrument noted. The rc indicated that the instrument was in use for approximately 30 minutes when the issue occurred and the instrument did not make contact with any other instrument during the surgical procedure. The rc indicated that a video recording of the procedure is not available. The rc indicated that it is the surgeon's belief that the instrument was faulty.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci colon resection procedure, the blade on the endowrist one vessel sealer instrument broke off and fell into the patient. Per the information provided by the robotics coordinator, the blade was successfully retrieved from the patient. There was no allegation of any patient harm.